Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent was noted to be on the balloon during prep. The stent delivery system (sds) would not cross the lesion and was removed from the patient. After the sds was removed from the patient, it was handed to the tech who noted that the stent was not on the balloon. The stent was found located on the 4x4 piece of gauze by the patient's leg. The device was not wiped down after use, nor was it able to be determined if the dislodged stent had blood visible on it. It is unknown if the stent came off the balloon when it was handed to the physician prior to use, after prep, or after removal of the sds from the patient after the failed attempt to cross. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering reviewed the incident. If positive pressure is inadvertently applied during product preparation, the stent can become loose on the balloon, which could facilitate stent dislodgement during handling prior to the procedure. Similarly, it is possible that the stent became disrupted on the balloon while attempting to advance and retract the sds through the patient's anatomy and/or accessory devices, which may have also subsequently contributed to the dislodged stent once the sds was removed from the patient. A definitive cause for the failure to advance the subsequent stent dislodgement cannot be determined.